Event description:
Problem occurred during healing, at exposure. Position of implant failure: 29; bone quality 2; bone quantity: c. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5148627, mw5148629, mw5148630.